Manufacturer narrative:
(B)(4). Concomitant medical products: 192012, echo por fmrl nc 12x140 mm, 336340. The 163662, 28 mm mod hd std neck tp1 taper, 187580. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that one month post-implantation the patient fell and dislocated the hip. During the closed reduction procedure, the head and liner disassociated from the cup. Patient was subsequently revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.